Manufacturer narrative:
D4 unique identifier (UDI) # added. H4 device manufacture date added.

Event description:
The complainant reported that the placement signal of an implanted impella 5.5 pump began to drift during patient support. The position was verified via echo and flow levels were manipulated. The placement signals were adjusted on the console and support continued uninterrupted. There was no patient harm.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Console logs from the reported day of event are consistent with complaint and show downward trend of placement signal, with offsets manually applied several times, until it could no longer be corrected due to signal being not reliable due to values out of range (psnr alarm #(B)(4)). Ltlog and rtlog data shows that optical parameters of the raw placement signal - snr, contrast, lamp, gain - were stable during that time, therefore optical bench contribution to placement signal drift is unlikely. Pump (B)(6) contribution to placement signal drift is investigated in (B)(4). Console was tested in (B)(6), and although optical bench was found to be out-of-spec due to low contrast, it was unrelated to the complaint. There were no problems found with the console during the case. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.